Event description:
Stent had expired two months earlier. The expiration date was noticed only after stent was implanted. There was no pt injury reported. There are no additional pt, vessel, lesion, or procedural information available. This product will not be return for evaluation and testing.